Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump would power on while on the charger but power off when removed, despite a solid green charger indicator and overnight charging; the pump also became very hot, and replacement accessories did not resolve the issue, consistent with a charging problem associated with the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem traced to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.